Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The mother of a customer reported via phone call of high blood glucose of 550mg/dl. Troubleshooting found that the drive support cap was normal. The customer declined to check their settings but the pump passed the high pressure test. The customer was advised to change out entire set, reservoir and insulin and treat per doctor's instruction. The customer was advised to call back if further troubleshooting was necessary and to follow up with their doctor regarding the high blood glucose.